Event description:
Boston scientific received information that high shock impedances were detected by the pulse generator on the right ventricular lead via a latitude red alert. Information could not be obtained initially about the lead, however was recently obtained from the field. All other lead diagnostics were within range, therefore no remedial action has been taken at this time and the physician will continue to follow the patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.